Event description:
It was reported that before use of the syringe 5ml emerald bns there was foreign matter in the barrel of syringe. The following information was provided by the initial reporter: during packaging of our finish good an operator noticed plastic loose parent matters inside the barrel of syringe.

Manufacturer narrative:
H.6. Investigation summary:bd has been provided with photos and samples for catalog 303127 lot 9148818 to investigate for this record. Visual examination of the sample shows a plastic particle in the syringe. As a result, bd was able to verify the reported issue. The foreign matter has been identified as a small particle of the flange that was broken during the assembly process and finally ended inside the samples. Even though any high-volume manufacturing process may generate some particulate matter, the highly capable process employed by bd to produce emerald syringes keeps particulate matter to extremely low levels through stringent manufacturing processes and environmental controls. Considering our in-coming and in-process inspection and since this is the first time this lot is reported for this defect, no corrective actions are required at this time.a review of the device history record revealed no irregularities during the manufacture of the reported lot. H3 other text : see section h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that before use of the syringe 5ml emerald bns there was foreign matter in the barrel of syringe. The following information was provided by the initial reporter: during packaging of our finish good an operator noticed plastic loose parent matters inside the barrel of syringe.